Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified left main coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at nominal pressure within 10 seconds. The device was removed using the normal method and the procedure was completed with another of same device. No patient complications were reported and patient was in good condition post procedure.